Manufacturer narrative:
(B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 30mm in length target lesion was located in the severely tortuous, mildly calcified and 3.75mm in diameter proximal to mid left anterior descending artery. A 3.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, the shaft was fractured. The device was removed with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 30mm in length target lesion was located in the severely tortuous, mildly calcified and 3.75mm in diameter proximal to mid left anterior descending artery. A 3.75mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, the shaft was fractured. The device was removed with the guide catheter and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 77.8cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. The shaft is damaged at the exit notch which is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).